Manufacturer narrative:
Pump received with missing retainer and reservoir tube o-ring. Pump received with partially broken reservoir tube lip. Unable to perform the displacement test and p-cap / reservoir will not lock properly due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the crack was sen on reservoir compartment. Customer's blood glucose level was 235 mg/dl at the time of the incident. Customer stated insulin pump not bumped nor dropped and no car accident. The device will be returned for analysis.